Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked; right front corner of bottom case was cracked; deep indentations on front screen of top case. Error history log review found a force sensor test error . The root cause of the reported issue was unable to determined. The pump was over 10 years old. Actions were taken to mitigate the reported issue: replaced force sensor as a preventative measure.

Event description:
It was reported that the pump had a force sensor test system error. No patient injury was reported.